Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to retraction as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes retraction/needle stick injury. Bd was not able to identify a root cause for the indicated failure modes. OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4).

Event description:
It was reported when using the bd microtainer® contact-activated lancet the nurse stuck her finger with the blade of lancet. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the nurse stuck her finger with the blade of lancet. Whether the blade was not retracted or whether this is attributed to the nurse's operation is unknown.

Manufacturer narrative:
H.10. Corrected information: OEM manufacturer: the manufacturing location for this product is htl.

Event description:
It was reported when using the bd microtainer® contact-activated lancet the nurse stuck her finger with the blade of lancet. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the nurse stuck her finger with the blade of lancet. Whether the blade was not retracted or whether this is attributed to the nurse's operation is unknown.